Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer was advised to have the clv-190 evis exera iii xenon light source sent to olympus for evaluation and repair. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty scope socket. When the connected scope was moved or bumped, the unit displayed the error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that an intermittent b-30 error message was emitting from the cv-190 evis exera iii video system center during preparation for use for a diagnostic procedure. When the b-30 error message occurred, the evis exera iii gif-h190 gastroscope was used in a different room and the error did not present itself. An olympus field service engineer (fse) spent time troubleshooting and investigating but was unable to duplicate the issue. The fse was unable to observe any visible fluid residue on any of the components. The fse has advised and recommended the customer have the clv-190 evis exera iii xenon light source sent out to olympus for evaluation, as the clv-190 is the component that the scope physically plugs into. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable cause of the issue was likely to have occurred from a malfunction of the scope socket, which led the indication of the b30 error, however, the root cause of the issue could not be conclusively specified.